Manufacturer narrative:
Continuation of d10: product ID 97792 : product type accessory product ID 977a290 serial (B)(6) implanted: on (B)(6) 2021 explanted: on (B)(6) 2023 product type lead product ID 977a290 serial (B)(6) implanted: on (B)(6) 2021 explanted: on (B)(6) 2023 product type lead h3. Analysis of lead (B)(6) identified that conductor(s) (0, 3, 4 and 6) were broken in the distal end of the lead. Analysis determined that there was a short between the conductors at the distal end of the lead under dry conditions. Analysis of lead (B)(6) identified that there were no significant anomalies with this lead. H6: (B)(6) : the conclusion code d16 still applies. Update will be sent. The results code (B)(6) no longer applies. (B)(6) and (B)(6) apply. The method code b21 no longer applies. B01 applies. (B)(6) : the conclusion code d16 no longer applies. D14 applies. The results code (B)(6) no longer applies. C19 applies. The method code b21 no longer applies. B01 applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep confirmed that the cause of the high impedances / lead movement was not identified. Confirmed pt weight. Rep states that the revision case for the leads has not been scheduled yet. Info was confirmed with their physician.

Manufacturer narrative:
Product ID 977a290 lot# serial# (B)(6). Implanted: (B)(6) 2021; product type lead product ID 977a290 lot# serial# (B)(6). Implanted: (B)(6) 2021, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the leads were explanted (B)(6) 2023. The cause of the high impedances/lead movement was not determined.

Manufacturer narrative:
Continuation of d10: product ID 97792, serial# unknown, product type accessory. Product ID 977a290, serial# (B)(6), implanted: (B)(6) 2021, product type lead. Product ID 977a290, serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(4) 2021, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(4) 2021, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 14-dec-2023, UDI#: (B)(4) ; product ID: 977a290, serial/lot #: (B)(4), ubd: 14-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep called after seeing pt today who reports that 2 days ago they noticed they were no longer able to increase their stimulation. Rep reports that during interrogation he noted that contacts 8, 13, and 14 were all >40k ohms, and that contact 15 was at about 25,000 ohms. Rep reports that imaging was obtained which also showed that one of the leads had dropped about 4 vertebral bodies below its original location. Rep reports that pt's doctor scheduled pt for a revision on (B)(6) 2023, and that they were able to program around the affected contacts to get effective therapy for the pt until the revision date.